Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used to treat a stricture in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the inner catheter snapped off inside the patient. The broken piece was successfully removed using grasping forceps. The procedure was then completed using another device of the same type. No patient complications were reported as a result of this event. Additional information received on november 15, 2024: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on november 15, 2024. Block h6: imdrf device code a0401 captures the reportable event of inner guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken inner guide catheter.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of inner guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the broken inner guide catheter,

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used to treat a stricture in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the inner catheter snapped off inside the patient. The broken piece was successfully removed using grasping forceps. The procedure was then completed using another device of the same type. No patient complications were reported as a result of this event.